Manufacturer narrative:
Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The logfile review shows no vacuum issue was found and the energy was stable, no error messages or parameter deviations can be seen from the log file. Logfile review shows the reported treatment was canceled during bed cut, but no root cause could be identified during logfile review. During technical onsite visit the field service engineer (fse) replaced shutter two, control board and expander drive beam assembly after this event. As the problem reoccurred some day later, the fse replaced system computer, patient interface, z scanner cable and z scale ribbon cable in scanner box and perform full system alignment. The system meets company specification per service installation records. The reported suction issue could not be confirmed. The root cause for the interruption of the treatment could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported suction was lost during a flap creation procedure. There were no other issues and the treatment was completed successfully on the same day.